Manufacturer narrative:
(B)(4). Method: the complaint manometer was returned to fisher & paykel healthcare (fph) in (B)(6) where it was visually inspected and performance tested. Result: the performance test revealed that the manometer needle moved very slowly to display a low pressure reading. The visual inspection revealed that the internal mechanism of the manometer was misaligned and not moving freely. Conclusion: it is likely that the fault with the manometer was due to some form of impact to the neopuff. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".

Event description:
A hospital in (B)(6) reported that the manometer needle of the 900iw130f neopuff infant resuscitator was faulty. No patient consequence was reported.